Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device via a 5fr sheath after a left iliac artery cut down and endarterectomy with percutaneous access of the right common femoral artery. Reportedly, upon deployment of the sutures and removal of device, there was difficulty advancing the knot even when using the lower profile knot pusher and widening the tissue track with hemostats. Distal pulses were checked and found to be absent. A cut down was performed and it was found that the sutures had shut down the anterior portion of the femoral artery. A bio-patch was sown onto the artery to achieve hemostasis. It was also reported that due to the patient's previous radiation treatment the patient's arteries had become small, brittle and friable and the artery was 5mm. The physician stated that "no closure device would have worked for her arteries." The physician is reported to be trained in the use of the proglide device. There was reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.